Event description:
Customer reported "bioglue was injected into the channel and solidified ". The issue was found during an unknown event. Event date unknown. Inspection found device with foreign material inside the instrument channel. There was no patient involvement in this reported event.

Manufacturer narrative:
Follow up communication with the customer conveyed the following: device inspected before use. The device had never been used to a patient, device appropriately rinsed before manual disinfection. No further information provided. The subject device was received and evaluated. Device evaluation confirmed the customer issue. Device evaluation noted the device found with foreign material inside the instrument channel that causing to no pass of brush and causing blockage. Leak test failed due to blockage. Based on investigation, the reported customer issue was confirmed. The root cause of the reported issue cannot be conclusively identified. Probable cause likely due to handling of the device. Olympus will continue to monitor complaints for this device.